Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the pt on july 25, 2008 and obtained the following info. The pt reported that the alleged issue began the day prior to contacting lfs. On an unspecified time on the day prior to original date, the pt tested her blood glucose on the subject meter and reportedly obtained a reading of "40." The pt could not recall if the result was appearing with "mg/dl" or "mmol/l." Prior to testing, the pt claimed she felt fine. When she saw the reading of "40" but she did not recall the results obtained. After re-testing several times, the pt mentioned she replaced the subject meter's battery and afterwards noticed a decimal point appearing in her result. The pt reportedly then contacted lfs. At the time of that call, the cca assisted the pt with changing the meter back to the proper unit of measure setting (mg/dl). After the meter was set back to the correct unit of measure setting, the pt claimed she tested her blood glucose and obtained a reading of "65 mg/dl." Within 1/2 hour of the alleged low reading, the pt reported she became "sweaty" and informed the mas she develops this symptom when her blood glucose is running high. As a result of the symptom, the pt mentioned after speaking to the cca she contacted her daughter, so she could be taken to the ER. In the ER, the pt reported her blood glucose was "290 mg/dl" when tested with the hospital meter. The pt confirmed more than 30 minutes elapsed between the result obtained on the subject meter and the reading obtained in the ER. The pt denied receiving any medical treatment while in the ER. At the time of troubleshooting, the cca confirmed the subject meter was set to the proper unit of measure setting (mg/dl), that the pt was using the correct testing technique, and that the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate low reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.